Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was completed and customer was able to resume insulin therapy after replacing pump supplies. Customer reported seeing "high" bg on cgm graph. The elevated blood glucose was addressed with manual insulin injections. Reportedly customer has scar tissue at site which contributed to occlusion alarm issues as well as currently being prescribed steroids contributing to their high bg.